Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Requested customer to perform circuit test with every new patient or while using a new flow sensor.

Event description:
The customer reported alarm no oxygen dosing possible while using bellavista 1000. At this time, no information provided regarding patient involvement associated with the reported event.